Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 v for 4 consecutive hours due to resistance issue at connector. Unit also alarmed power loss, low battery and replace battery now alarms due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The customer¿s blood glucose was 150 mg/dl at the time of incident. The customer reported that the power error alarm recurred after troubleshooting. The insulin pump was returned for analysis.